Event description:
Customer reporting 1 conflicting sofia sars results for 1 asymptomatic patient (off label use - at the time). The patient received a negative sofia sars result on (B)(6), followed by a positive sofia sars result on (B)(6), followed by another negative sofia sars result on (B)(6). No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.